Event description:
It was reported that during implant this pacemaker exhibited pacing inhibition and oversensing due to possible electromagnetic interference (emi). All impedance measurements were stable. The device remains in service. No additional adverse patient effects were reported.